Manufacturer narrative:
(Initial reporter address 1): (B)(6). (Initial reporter other phone): (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a band litigation procedure performed on (B)(6) 2022. During the procedure, the kit cord was broken when they tried to deploy the bands. It was reported that it was the trip wire that was broken. The procedure was completed with a second speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition's at the conclusion of the procedure was reported to be fully recovered. Note: a photo of the complaint device outside the patient was provided by the customer and shows some bands had moved from their position and overlapped.

Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block e1 (initial reporter other phone): (B)(6). Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Medical device problem code a0401 captures the reportable event of trip wire broken. Block d4 (lot number, expiration date) and block h4 (device manufacture date) have been updated based on the additional information received on august 29, 2022.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a band litigation procedure performed on (B)(6) 2022. During the procedure, the "kit cord" was broken when they tried to deploy the bands. It was reported that it was the trip wire that was broken. The procedure was completed with a second speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition's at the conclusion of the procedure was reported to be fully recovered. Note: a photo of the complaint device outside the patient was provided by the customer and shows some bands had moved from their position and overlapped.

Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block e1 (initial reporter other phone): (B)(6). Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Medical device problem code a0401 captures the reportable event of trip wire broken. Block h10: the returned speedband superview super 7 (handle assembly and ligator housing) was analyzed, and a visual evaluation noted that the ligator housing had seven bands attached, some bands were moved and overlapped, consistent with the findings per media inspection. The trip wire was not broken. The suture thread was broken with signs of tension tear. The device was observed under magnification, and the handle slot did not show insertion marks of the trip wire. The ligator housing teeth were bent and the suture hole was in good condition. The bands were cracked and damaged. A functional evaluation was performed by rotating the handle knob, and it could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed and the reported problem trip wire broken was not confirmed. Upon analysis, it was found that some ligator head teeth were bent/damaged, the attached seven bands were moved, overlapped, and cracked. These suggest that the device could not deploy. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. This condition, unsecured trip wire, could have caused the wire to slip inaccurately affecting the functionality of the device. The suture tension may not have been correct moving the bands from their position as if twisting them, bending the teeth, even causing break of the suture thread. The ligator housing still had the seven bands attached, which clearly indicated inability of the device to deploy the bands. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions. Block h11 (correction). Block b5 has been updated.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a band ligation procedure performed on (B)(6) 2022. During the procedure, the "kit cord" was broken when they tried to deploy the bands. It was reported that it was the trip wire that was broken. The procedure was completed with a second speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered. Note: a photo of the complaint device outside the patient was provided by the customer and shows some bands had moved from their position and overlapped.